Manufacturer narrative:
Siemens healthcare diagnostics inc. Analyzed the advia 2120i with dual aspirate with autosampler system screen printouts to determine the cause of the discordant depressed red blood cell count (rbc) and hemoglobin (hgb) and discordant elevated platelet (plt) results on the advia 2120i with dual aspirate autosampler and did not find evidence of an instrument malfunction that could have caused the discordant results. The operator incorrectly reported flagged pltorn results. Based on the advia 120/2120/2120i hematology systems operator guide's, "whenever such flags are triggered, the user should review the results and take the action recommended. Multiple occurrences of this flag, especially for consecutive samples, can indicate a system problem. Check rbc/plt reagents and contact your local authorized service provider or distributor". The pltorn flag is generated due to electrical noise in the system. The instrument and reagents are performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed red blood cell count (rbc) (2.63 *10^6 cells/ul) and hemoglobin (hbg) (7.5 g/dl) and discordant, falsely elevated platelet count (plt) (625*10^3 cells/ul) results were obtained on a patient sample on the advia 2120i with dual aspirate with autosampler system on (B)(6) 2017. These results were flagged with pltorn, which is triggered when the number of events in the platelet origin noise area of the plt cytogram exceeds 2% of the total number of events. The operator stated that they did not report these results to the physician. The same patient sample was re-run on the same advia 2120i with dual aspirate with autosampler system and discordant, falsely depressed rbc (2.73 *10^6 cells/ul) and hbg (7.4 g/dl) and discordant, falsely elevated plt (622*10^3 cells/ul) results were obtained. These results were also flagged with pltorn. The operator reported these results to the physician, who questioned the results. The initial and repeated rbc, hbg, and plt results obtained on (B)(6) 2017 were different from the result obtained on (B)(6) 2017 for this patient from another sample. On (B)(6) 2017, the patient blood was re-drawn and re-tested. Results of 3.65 *10^6 cells/ul for rbc, 10.8 g/dl for hbg and 432*10^3 cells/ul for were obtained and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed rbc and hbg results and discordant, falsely elevated plt results.